Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced a screen split after the user pulled on a small piece resembling silicone along the screen edge, consistent with screen bezel separation on the display assembly. Symptoms included no reported blood glucose impact and no adverse clinical effects. Outcomes included replacement of the device, user education on shutdown and data sync, and arrangement for device return. Investigation included review of the event details and shipping records. Investigation of this device revealed that the device was not recovered because it was lost in transit, and no physical analysis could be performed to confirm the screen damage. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical screen bezel separation that could not be conclusively confirmed due to lack of device return.